Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl, 437 mg/dl. The customer was treated with insulin pump. The troubleshoot was not done for high blood glucose. The customer declined further troubleshooting for change sensor alarm. The insulin pump will not be and sensors will be returned for analysis.